Manufacturer narrative:
Internal complaint reference: (B)(4). A comparative study of intertan and pfna in treatment of intertrochanteric fractures in the elderly. Liu ze, dou bo, cao jianguo. Department of osteology, (B)(6). Doi: 10.3969/j.issn.1002-7386.2020.22.013.

Event description:
It was reported that on literature review "a comparative study of intertan and pfna in treatment of intertrochanteric fractures in the elderly", 2 patients who initially underwent primary implantation of a trigen intertan nail to treat an intertrochanteric femoral fracture experienced an infection at the incision site. No further details were provided regarding the measures taken to resolve this adverse event. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
H10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no further information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00098259-1